Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of hi with small ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the bolus totals match, the basal delivery totals in tdd match active basal program total, the basal history matches the active basal program settings and there were missing bolus records. The reporter mentioned to cs that they are not sure how much of a bolus the patient gave themselves, because there is no record of a bolus at this time shown in bolus history. This report is being made due to bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2016 with the following findings: evaluation revealed that on (B)(6) 2016 07:37 a low battery warning followed by a por occurred. When pump was powered back on the time/date was not corrected. Pump ran on default time/ date until a manual time/date change was made to (B)(6) 201613:56. The pump history shows a 8.65u bolus on (B)(6) 2016 at 07:27 and a 13.75u bolus on (B)(6) 2016 at 23:49. Investigators manually performed a normal 10u bolus and a 10u audio bolus successfully. Both were accurately recorded in the pump history. Bolus history found to be recording properly. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. The battery compartment is cracked above and below the bumper pad. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).